Event description:
Concerns with primary IV tubing (smartsite infusion set - carefusion). When a bag is punctured with the tubing it does not free flow through the tubing to prime like it usually does. Staff have found a way around this, if you squeeze the bag at the top it will flow. Staff believe it is a problem with the primary IV tubing, as they found the same problem with 1,000 cc bags 0.9 ns, 250 cc bags d5w, and IV abx. The carefusion smartsite infusion set ref 2426-0500.